Event description:
The customer reported false positive result with the ID now covid-19 assay performed on (B)(6) 2022 using an unknown sample. Pcr confirmation testing was performed on the same day, using a genexpert test on an unknown sample, generated a negative results. Although requested, no further information regarding patient health status or outcome was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.